Event description:
It was reported that patient (pt) stated they can't get the implanted neurostimulators to charge since implant and the patient stated the ins moves all over the place in the pocket and no matter which place they put the recharger paddle they cannot get the ins to charge. The patient stated when they put the ins in there was nothing to anchor it to. The patient stated that they have lost a lot of weight and it is making it really hard to charge the ins. Pt stated they just got sick of trying and put the equipment away. The pt mentioned that they can almost flip the ins around completely but they are not sure if the ins has flipped on its own. Patient stated they have been trying to charge for 30 min this morning but it will not connect. The patient stated the implant has not been charged in longer than a year - pss reviewed possible overdischarge of the ins and tried to walk pt through passive recharge mode on the call. The pt mentioned they are getting 9 low - 48 and 98 high. The pt was connected for about 10 minutes and they got a "poor recharge quality" message. Pss is sending repair a request for the rtm cord and suggested that pt contact an hcp to have the ins checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.